Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 (air in line) which occurred on the homechoice during initial drain. The hp had disconnected herself during dwell and did not return before "connect self" and the dwell time ended. The hp connected herself anyway and received the system error 2240. The baxter technical services representative (tsr) explained that if the hp disconnects during dwell, she needs to reconnect prior to the dwell time ending and if she does not connect in time that she should not reconnect. The tsr had the hp cycle the power to receive a system error 2367. The hp would start over with new supplies. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that she was not aware of the incident, but had seen the patient the previous day and she was doing well. Bps informed the nurse of the patient's user error, and the nurse would speak with the patient about proper procedures. There were no adverse effects reported in relation to this event. The patient was continuing therapy on the homechoice successfully.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was confirmed. The root cause was user error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.